Manufacturer narrative:
Manufacturing records were checked confirming the batch number involved was manufactured correctly up to specification and in-line with the relevant checks and tests. No manufacturing deviations were reported. We will send a final MDR once the investigation will be completed.

Event description:
During a hip surgery performed on 25th april 2022, the tip of thread related to the curved cup impactor (product code 9095.11.550, lot 17ag07y) broke while incerting the acetabular cup. According to the complaint source, the tip was removed from the patient's body and the surgery was completed with no complication but 15 minutes of prolonged surgery time. Event happened in the us.

Manufacturer narrative:
Manufacturing records were checked confirming the batch number involved was manufactured correctly up to specification and in-line with the relevant checks and tests. No anomalies were reported. Technical analysis: picture of the instrument shows a small damage of the thread of the instrument. According to our technical department analysis, from the visual analysis of the piece it is clear that it is a fatigue failure. There are two possible causes for this event: 1.the instrument was not completely screwed into the cup or got unscrewed during impaction, causing overload of the thread and consequently its breakage. 2.the thread deformed during usage, leading to its overload and breakage. On the basis of the information received, it is not possible to investigate the root cause of the event. However, considering that the manufacturing chart did not show any pre-existing anomaly, and considering the breakage occurred, we can speculate that root cause of the event is due to surgical factor. Event is not product related. Pms data: according to our pms data, we are aware of only 3 additional similar complaints on the product code 9095.11.550 for this type of breakage, with an occurrence rate of 0.52%. This value of occurrence rate is strongly overestimated because the reuse of the instrument is not considered. No corrective/preventive action implemented for this specific case. Limacorporate will keep the market monitored for future occurrences. Note this is final MDR.

Event description:
During a hip surgery performed on (B)(6) 2022, the tip of thread related to the curved cup impactor (product code 9095.11.550, lot 17ag07y) broke while incerting the acetabular cup.according to the complaint source, the tip was removed from the patient's body and the surgery was completed with no complication but 15 minutes of prolonged surgery time.event happened in us.